Event description:
It was reported that the customer experienced an issue with incorrect pump time settings. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl. The customer received assistance from technical support to update the pump time and was advised to monitor and follow up if the time discrepancy greater than 5 minutes recurs. The customer understood and acknowledged this guidance.